Event description:
It was reported that an inpatient patient had post paced t-wave over-sensing (pptwos) episodes noted on their implantable cardioverter defibrillator (ICD). The patient was asymptomatic. The ICD was reprogrammed, and the patient was in stable condition.